Event description:
The reporter indicated that a 12.6mm vicm5 12.6 of -8.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. Lens tear/break during injection/delivery into the eye was reported and refractive surprise. On (B)(6) 2022 the lens was exchanged for a same model and size lens but a different diopter. The replacement lens resolved the problem.

Manufacturer narrative:
Lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: g3: date received by manufacturer in previous MDR is corrected to 07-nov-2022. Claim#: (B)(4).